Manufacturer narrative:
Ollamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens device evaluation: the lens was returned in liquid in vial. Visual inspection found the lens haptic torn. The cartridge was returned and there was no visible damage to the device. (B)(4).

Event description:
The reporter indicated the surgeon inserted a cq2015a collamer three piece lens, +15.5 diopter, and the haptic tore. This is the 2nd lens used for this patient that was damaged and removed. See MFR report # 2023826-2019-01746. A 3rd collamer three piece lens was implanted successfully and 2 sutures were required to close the incision. The cause of the event was user error. At one day post-op, patient was in satisfactory condition.